Event description:
A malfunction alarm was reported with a specific malfunction code. The customer's blood glucose level exceeded normal thresholds during this event. Technical support provided pump reset information and assisted the customer in resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support if the issue reoccurred.

Manufacturer narrative:
B1, b2, b5, h1.

Event description:
A malfunction alarm was reported with a specific malfunction code. The customer experienced an blood glucose level. Reportedly, the customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. The customer administered a manual injection to address high bg. Technical support provided pump reset information and assisted the customer in resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support if the issue reoccurred.